Event description:
On (B)(6) 2010, baxter technical services received a call from the home patient's(hp) medical assistant with a report of new onset abdominal pain and extreme tenderness, anorexia for unspecified duration, vomiting and difficulty with drain during peritoneal dialysis (pd). On (B)(4) 2010 product surveillance followed up with the hp's nurse (rn) who stated the hp was still in the hospital and doing well. On (B)(4) 2010, product surveillance spoke with the hp's nephrologist(md): the hp was hospitalized for 4 days with bacterial peritonitis and cultured and treated intraperitoneally with vancomycin and fortaz (doses and duration not provided). The hp followed up in the md's office (B)(6) 2010. The md stated that the hp is fully recovered. The hp has received daily treatments of automated peritoneal dialysis with local pd4 ambuflex for an unspecified duration, and has continued with the same since the event. The md did not give a causality statement, but stated that the "baxter products are great" and not suspect in this event. Concomitant medications were not disclosed.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. As further information is obtained, a follow up will be submitted. This is the second of three complaints associated with this event.

Manufacturer narrative:
(B)(4). On a follow up call to the hp on (B)(4) 2011, the daughter stated that the hp was not using the extension sets in his therapy at all during the time that the event occurred. The daughter also stated that the hp had a recurrent event of peritonitis 2 weeks after the initial event and was again hospitalized for 4-5 days. The hp had been admitted to a rehab center after the initial hospitalization when the incident occurred. The daughter reported treatment started in the hospital was with vancomycin ip weekly(dose unknown) and had continued for "several" weeks after discharge. Baxter contacted the pdrn on (B)(4) 2011 who stated that she had no knowledge of the incident reoccurring. Culture and test results were not known, but she stated that the hp had fully recovered prior to the clinic appointment on (B)(6) 2010. Batch reviews were performed for potentially associated lot numbers h10i24025 and h10i02013. Exception issues were noted on lot #h10i24025 for holes in tubing. The quality re-inspection was acceptable with all product requirements acceptable. Root cause determined as equipment malfunction with readjustment actions taken. A review of all batch record documents for h10i02013 was performed with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.